Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via (B)(6) tracker that customer was taken off of insulin pump due to low blood glucose of 30 mg/dl to 40 mg/dl. Customer requested a follow up in one month due to not being sure of the decision of healthcare professional.